Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that the thresholds were high on the lv lead and the atrial lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that the thresholds were high on the lv lead and the atrial lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 implantable pacing lead (B)(6) 2009; d284trk implantable cardioverter defibrillator (B)(6) 2009; 7122 competitor implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.